Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the nasogastric feeding tube had a rupture which caused the diet flow to be obstructed.